Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the cartridge was leaking which caused an inaccurate fill estimate. Customer's blood glucose was 327 mg/dl. The customer loaded a new cartridge successfully.